Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact the customer¿s blood glucose.